Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 90% stenosed target lesion was located in a severely calcified and severely tortuous left anterior descending (lad) artery. Following predilation with a 2.0x20 unspecified balloon catheter, a 4.00x16mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent was damaged. There was a kink at the center of the stent. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked 64cm from the manifold strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).